Event description:
The customer reported on (B)(6) 2009, the lh750 hematology analyzer misread the barcode on sample (B)(6) as (B)(6) accompanied by a 'no match' error message. The sample label was read correctly on rerun. There were no erroneous or mis-identified samples reported outside of the lab. There were no reported changes to pt treatment as a result of this incident.

Manufacturer narrative:
This reportable event was identified during a retrospective review conducted for the period between (B)(4) 2008 and (B)(4) 2010 of complaints for add'l reportable events. On (B)(4) 2009, a field service engineer visited the site in order to inspect the sample bar code reader on the lh750 analyzer. He turned on the double barcode read and enabled the bar code checksum software algorithm for the analyzer. Per beckman coulter labeling, the use of bar code checksums is strongly recommended in order to provide automatic checks for read accuracy.